Manufacturer narrative:
A replacement pump was sent to the customer.    On (B)(6) 2017 the customer spoke with a medela clinician.  At which time she reported that she had been diagnosed with mastitis and that she was prescribed antibiotics to treat the mastitis. She reported that she was still currently taking the antibiotics, but that she was feeling much better.  It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2016 the customer reported to a medela customer service representative that she was experiencing low suction with her pump in style breast pump.  At that time she also reported that she thought she may have mastitis, but that she had not seen her physician yet.